Event description:
It was reported to philips that the system could not generate x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was used for cardiac coronary surgery at the time of event. However, there was no harm or injury reported to philips. The patient was transferred to another device to complete the surgery without any delay. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to emit x-ray. Upon functional testing, the fse checked the logfiles and found the error about tube defect. Therefore, the fse measured the tube small focus and large focus and confirmed that the tube was defective. The defective tube was returned for analysis, and it confirmed that the small and large filament were blown. To resolve the reported issue, the fse replaced the tube. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.